Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8232933, medical device expiration date: 02/29/2020, device manufacture date: 08/20/2018. Medical device lot #: 8263722, medical device expiration date: 03/31/2020, device manufacture date: 09/20/2018. Medical device lot #: 8285590, medical device expiration date: 04/30/2020, device manufacture date: 10/12/2018. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd vacutainer® lh pst¿ ii plus blood collection tubes had unknown film was formed during and after analyzing. This event was also associated with false low analyze results. Customer¿s verbatim: ¿ now and then customer found this film at samples. Lately they have paid more attention to it, because of false low analyte results ( roche 8000 automation in use). Now they would like to know do we have any explanation how film forms. Attached photo about dry one. ¿

Event description:
It was reported that six bd vacutainer® lh pst¿ ii plus blood collection tubes had unknown film was formed during and after analyzing. This event was also associated with false low analyze results. Customer¿s verbatim: ¿ now and then customer found this film at samples. Lately they have paid more attention to it, because of false low analyte results ( roche 8000 automation in use). Now they would like to know do we have any explanation how film forms. Attached photo about dry one. ¿

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a transparent, colorless film at the top of a tube was observed. Additionally, testing of the customer samples was performed and the presence of a film was not observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a transparent, colorless film at the top of a tube was observed. Additionally, testing of the customer samples was conducted and the film was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.